Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (54 mg/dl). Reportedly, low bg's may be due to the customer's carbohydrate ratios and basal rate settings. They have been working with their health care professional to resolve the reported issue. Customer drank orange juice and used glucose tablets to stabilize bg levels.